Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. While troubleshooting, tandem technical support found that the pump time was off by two minutes due to customer setting it incorrectly. The customer corrected the pump time and resumed insulin therapy.